Event description:
Sitting on scooter when one of the plastic wheels came apart. Had filled the tire three days prior. There were no injuries. The wheels are being returned for inspection.

Manufacturer narrative:
Wheels are being returned for inspection.